Manufacturer narrative:
Corrected fields and additional information¿d10, g4, g7, h2, h3, h10. UDI -- (B)(4). One forcep was returned for evaluation with no visual abnormalities observed. Review of the history device records was not possible as the lot number was unknown. On (B)(6) 2019, a multimeter was used to measure the resistance between two points along each tip. Both tips conducted current. Therefore, this complaint is not confirmed. However, potential root causes of the alleged complaint can be due to the following: inadequate cleaning, improper generator settings, or surgeon technique. The complaint condition could not be replicated. The complaint was not confirmed. Therefore, the device did not contribute to the complaint condition. The device met specifications.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a patient injury allegedly occurred from a reusable bipolar forcep (ref #80-2959). During a tonsillectomy on a (B)(6) yr old boy and the instrument burned the side of his mouth pretty severely. No other information at this time.